Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report #3005099803-2009-00166 for a description of the other device. A lithocatch was used during a procedure. According to the complainant, the basket opened and closed without issue during preparation. However, during the procedure, the device would open but not reclose. There were no patient complications reported as a result of this event.

Manufacturer narrative:
As received, the working length of the returned device was short due to the buckling of sheath under the handle heat shrink. A device history review was performed, and revealed no issues related to this complaint.